Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 119 mg/dl. Reportedly, the customer used an alternate insulin pump for insulin therapy.